Event description:
It was reported that during an unknown procedure, the scalpel could not pass the pre-run test. Changed to another device to complete the procedure. There were no adverse consequences for the patient reported. T

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for an incomplete pre-run test. The device was functionally tested with a generator. The tissue pad was visually inspected and no damage was observed. During functional testing on gen11 an alert screen was displayed and the pre-run test failed. A probable cause of the device stop activating and display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade.